Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2014 with the following findings: a review of the alarm history revealed occlusion alarms in the alarm history. There was no data found in the black box at the time of occlusions due to continued use. The rewind, prime and load steps were successfully performed on the pump. The force sensor was found to be within calibration. The pump was exercised for 24 hours with no occlusions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (random) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.